Event description:
It was reported the patient had syncopal spell and fell and hit their head when the device went to elective replacement indicator (eri) and that the pacing mode vvi-65 may have triggered the spell. Also, there was a possible battery issue and pacemaker syndrome. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.